Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that, while on the phone with her son, she experienced a hypoglycemic event. Her son came to her rescue, found his mother unconscious and administered a glucagon shot. Since pt was still not responding, he called an ambulance. Pt was revived at the hospital. During her phone conversation with her son, pt recalls her bg/cgm levels to be 380/300 mg/dl then pt reports that her bg levels dropped to 32 mg/dl within 1 hour. Pt later claimed that she was using her cgm to make treatment decisions. Pt claims that cgm did not alert her of her dropping bg. However, while attending to his mother during her hypoglycemic episode, the pt's son noted that cgm was turned off. During her follow-up call to dexcom technical support, pt reported feeling better, pt also stated that she has experienced a similar event around approx (B)(6) 2011, which also required medical intervention. Said event was not reported to dexcom at the time of occurrence, therefore, will be reported in MDR 3004753838-2011-00267.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.